Event description:
It was reported that a balloon rupture occurred. A 6mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured. The patient was stable during the procedure.